Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around (B)(6) 2014. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual management routine. About a month after the start of the alleged issue, the patient claimed she felt a symptom of ¿fast heartbeats.¿ treatment was not specified at that time. On (B)(6) 2014, the patient reportedly visited her physician¿s office and was advised to contact lfs. No additional treatment was specified. The cca noted there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.